Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch (serial number (B)(4)) and no issues were observed. The sensor plug was properly seated in the mount and the adhesive was returned. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor and sensor kit was reviewed and the DHR showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. She further reported the insertion site was notable for the presence of ¿a rash, redness, swelling and a 2nd degree burn¿. On (B)(6) 2019 customer had contact with a healthcare provider and was prescribed augmentin 500 mg (amoxicillin/claulanate potassium, an antibiotic), efficort cream (hydrocortisone) and fucidine 2% (fusidic acid, an antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. She further reported the insertion site was notable for the presence of ¿a rash, redness, swelling and a 2nd degree burn¿. On (B)(6) 2019 customer had contact with a healthcare provider and was prescribed augmentin 500 mg (amoxicillin/claulanate potassium, an antibiotic), efficort cream (hydrocortisone) and fucidine 2% (fusidic acid, an antibiotic). There was no report of death or permanent injury associated with this event.